Event description:
Per the clinic, the patient experienced a soft tissue reaction at the magnet site as well as a sore at the incision site. Subsequently, the internal magnet was removed (B)(6) 2014 and an abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.